Event description:
It was indicated that patient¿s first implant had shifted and was not able to make adjustment. It was noted that she had it moved in (B)(6) 2013. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID; 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va018g0, implanted: (B)(6) 2012, product type: lead. (B)(4).